Event description:
It was reported that "cco/cci readings were unstable and fluctuated abnormally from the beginning of use. No error messages were observed." It is unknown if a sequential compression device was used at the same time. It is also unknown how the customer dealt with the case or if any troubleshooting was attempted when the problem was observed. There were no patient complications reported.

Manufacturer narrative:
No product was returned for evaluation; it was discarded at the hospital. Without the return of the product the customer report of cco/cci issues could not be confirmed. The lot number was not provided; therefore, a review of the manufacturing records could not be completed. No actions will be taken at this time.